Manufacturer narrative:
(B)(4). Concomitant medical products: freedom constrained head, catalog #: 11-107017, lot #: 299220, freedom all poly cup, catalog #: 11-107126, lot #: 613740, arcos con sz e standard, catalog #: 11-301305, lot #: 879220, arcos spl taper, catalog #: 11-301018, lot #: 759550, cocr troch cable, catalog #: 120002, lot #: 191200, cocr troch cable, catalog #: 120002, lot #: 329360, cocr troch cable, catalog #: 120002, lot #: 673030, cocr cable sleeve, catalog #: 120005, lot #: 005020, cocr cable sleeve, catalog #: 120005, lot #: 960910 cocr cable sleeve, catalog #: 120005, lot #: 029390. Reported event was unable to be confirmed due to limited information received. Device history record (DHR) was reviewed with no deviations identified. Root cause could not be determined with information available. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09336, 0001825034-2018-09338, 0001825034-2018-09339, 0001825034-2018-09340, 0001825034-2018-10947, 0001825034-2018-10948, 0001825034-2018-10949, 0001825034-2018-10952, 0001825034-2018-10950, 0001825034-2018-10951. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical devices: 11-107017 ¿ freedom constrained liner ¿ 299220; 11-107126 ¿ freedom all poly cup ¿ 613740; 11-301018 ¿ arcos taper adaptor ¿ 759550. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -09336; 0001825034 -2018 -09338; 0001825034 -2018 -09340.

Event description:
It was reported patient has been indicated for revision due to infection five months post-implantation. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.